Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving unspecified concentrations of leucovorin and camptosar via a plumset that was connected to the clave y-site of a primary plumset that was being used to deliver normal saline. After approx 60 to 90 minutes in use, the nurse noted leakage of solution from the clave y-site connection. The solution reportedly leaked onto the pt's clothing. The deliveries were stopped. The solution that leaked was cleaned up according to the facility's protocol. The solution containers and tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.